Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from the date of manufacture 01/10/2014 to the present date 09/24/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair.

Event description:
It was reported that the device kept saying to check IV set. No patient involvement was noted.